Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device indicated plunger not detected. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Both tamper seals had been removed and a third party tamper sticker was found on the bottom case. Visual inspection noted the top case was chipped in the front corner and the right plunger case was cracked. No alarm was found in the history log, pertaining to the customers reported problem. Performed an occlusion test and the pump does recognize the syringe. The reported problem could not be duplicated. Therefor no cause could be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.replaced damaged top case. Replaced cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Replaced worn barrel clamp spring and barrel rod. Cleaned, greased, calibrated, and performed all functional testing, which passed.